Event description:
It was reported that customer experienced cartridge alarm 30 during cartridge load process, with blood glucose reading shown as ¿high,¿ and this occurred while customer followed prompts and waited to remove used cartridge. Customer delivered correction dose by injection, changed cartridge, resumed insulin use, did not need help from third-party medical provider, and issue was resolved, with no additional information available about product lot number.